Event description:
It was found that the hand piece no longer meets the specs for impedance, phase margin and frequency. Device was used during a radial cystectomy. Case completion not known. No pt consequence.